Event description:
It was reported that during a sigmoidectomy procedure, although the device was fired properly till the 2/3, the other distal 1/3 tissue was not stapled at the second firing as the staples were malformed. Reinforcement material was not used. Additional suture was performed. There were no adverse consequences to the patient. The doctor commented that the tissue was not so thick.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary - the analysis results found that the tlc75 device was received in good visual condition and with a reload loaded in the device. The reload had the proximal 28 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the reload is designed to lockout, as a safety procedure, if any staples have been fired from the reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The reload was manually unlocked and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shaped. A batch record review was performed and no anomalies were found during the manufacturing process.